Event description:
On (B)(6) 2012, the school nurse contacted animas on behalf of the patient alleging that the pump emitted a maximum total daily dose (tdd) warning, indicating that insulin delivery for that day had reached the maximum allowed by the pump's current settings. The patient's maximum tdd was reportedly set to 150 units, however, the pump's history indicated that the tdd for basal delivery was 11.37 units of insulin and 0 units of insulin for bolus delivery. There was reportedly no bolus delivery noted in the pump's history but the patient stated that she was sure that she bolused in the morning. The pump's history indicated that the tdd insulin deliveries were found to be out of date order. All boluses recorded on (B)(6) 2012 reportedly added up to the tdd. It was noted that all of the tdd was in chronological order up to record 14 except for records 5 and 6 on (B)(6) 2012 and (B)(6) 2012. The patient reportedly noticed that the date was wrong on the pump when she changed the time due to daylight savings time. The patient stated that the battery was changed out a week ago and confirmed that the time and date has always been correct on the pump. Customer support (cs) advised the patient to disconnect from the pump and to use a back-up plan. This complaint is being reported for the following reasons: the patient stated that she performed a bolus the morning of (B)(6) 2012 but there was no record of it in the pump's history; a review of the pump history indicated that tdd insulin deliveries were not in chronological order; and troubleshooting could not determine why the pump alerted for max tdd when the max tdd had not been reached according to the pump history for 03/23/2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that the pump was delivering accurately up to the reported event date, and insulin delivery totals correctly reflected programmed values. All bolus records were found to be in order and correct for 03/22/2012, 03/21/2012, and 03/20/2012. A review of the black box shows no boluses delivered on 03/23/2012, and there is no evidence of a "max tdd" alarm occurring on the reported event date. The pump was suspended during the call and was not resumed until 16:19 that afternoon. There were no reboots or time/date issues found upon review of the black box. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated during investigation.